Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation in tandem with low left ventricular sensing measurements. The lead was found on place through x-ray so a microdislodgement was assumed. The lead was successfully repositioned to prevent the phrenic nerve stimulation.